Event description:
Device was returned for repair only. When received, it was noted that a small piece was broken off and missing from the tip of the device. Hosp contacted stated no malfunction was reported as having occurred with the device and did not know how or when the device became broken. Because the piece is small and could go undetected if broken during use, s&n endoscopy is taking a very conservative approach and filling MDR.